Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced irritation and bump around sensor patch adhesion site. Patient sought medical intervention on (B)(6) 2014 from a doctor. The doctor referred the patient to a dermatologist. The dermatologist lanced and advised the patient had an infection. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient was in a good condition.

Manufacturer narrative:
(B)(4).